Event description:
8/10/95, pt to have ptca procedure. 7:55 am, prepped and draped in usual manner. 8:00am, perfusionist here. 8:10 am, surgery notified of start time. During procedure, distal circumflex dissected when pinhole leak from balloon injected dye into wall of vessel. 11:05 am, pt sent to surgery because of potential of arterial thrombosis extending back to short left main.